Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, after the physician turned the handle to deploy the second band, it was noticed that the handle had no sense of engagement and nothing was deployed as observed from the endoscope. The endoscope was removed and it was found that the second band was fractured into two pieces. It was reported that there was no problem with the handle. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.